Event description:
It was reported that patient found bent needle prior to insertion while removing the needle guard event occurred on 24-mar-2026. This led to high blood glucose level and managed with correction injection via mdi (multiple daily injection).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.